Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-31378. It was reported that the patient experienced ineffective stimulation after they fell. Imaging showed that the leads had migrated. In turn, surgical intervention took place on (B)(6) 2020 wherein the leads were explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.